Manufacturer narrative:
The reusable tibial impactor tip broke at the point where the tip connects to the impactor handle. The device was not returned. Lot number is unk. Further investigation is not possible.

Event description:
The reusable tibial impactor tip broke at the point where the tip connects to the impactor handle.